Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device will not power on. No patient involvement was reported.